Event description:
Boston scientific received information that right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements beginning two months ago. Additionally, undersensing resulting in pacing on top of intrinsic beats, loss of capture (loc) and subsequently, oversensing was observed. Noise was also able to be created with pocket manipulations. A lead fracture was suspected, however, not confirmed. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.